Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 309657, batch no: 9048577. It was reported that during use of the syringe 3 ml ll 200 s/c the syringe was leaking. The following information was provided by the initial reporter: issue: syringe leaking.

Event description:
Material no: 309657; batch no: 9048577. It was reported that during use of the syringe 3ml ll 200 s/c the syringe was leaking. The following information was provided by the initial reporter: issue: syringe leaking.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Retention samples were evaluated for a visual and functional evaluation in order to verify the defect that the client reports. In the analysis of the retention samples no defect was observed with the connection, the leak test presented no defect. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.